Event description:
The reporter stated that the surgeon was inserting a three piece silicone lens model aq2010v and the lens tore. The surgeon removed the lens without enlarging the incision and replaced it with another model lens. No patient injury.

Manufacturer narrative:
Evaluation results: a visual inspection of the returned product shows the lens is torn in half and a portion of the optic is torn off and missing. There is clear and reddish surgical residue on the lens. Conclusions: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for evaluation.